Event description:
During an intervention for the ventricular lead (guidant), the setscrew on this pacemaker could not be re-engaged; they could not find or tighten down the setscrew on the pacemaker. Therefore, the pacemaker was explanted.

Manufacturer narrative:
The analysis from the manufacturer is pending.